Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information for the reported event. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The corrective action taken by the hospital (flow sensor replacement) resolved the reported complaint. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit was alarming for tidal volume, and mechanical ventilation was not available. The clinician reportedly switched to manual mode of ventilation and replaced the flow sensors, resolving the reported complaint. There was no reported patient injury.